Manufacturer narrative:
Philips service replaced the dcps and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that intermittent exposure failure due to dcps voltage error on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.